Event description:
A procedure was in progress in the hybrid operating room when the ability to fluoro and acquire images was lost. Error "x-ray not available". There was a re-boot and total shut-down of siemens equipment with no change. Radiologist requested we move the patient to interventional radiology (ir) to continue procedure. The patient was awake and aware, accompanied by nursing and ir staff to ir to continue procedure. There was no harm to the patient and the exam was completed.